Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes due to the noise. Technical services (ts) reviewed the episodes and also noted possible loss of capture. Troubleshooting options were discussed with the health care professional (hcp) to assess the integrity of the lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).